Manufacturer narrative:
The investigational analysis has been completed. The returned device was visually inspected and the pebax was found with reddish brown material inside and also it was found damaged. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system, however error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a crack with an opening and scratches on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the loss of electrical continuity at the sensor could not be determined. The root cause of the damage on pebax cannot be determined since there is evidence that the catheter was manufactured in accordance with documented specification and procedures. Concomitant product: thermocool smarttouch sf, us catalog #:d134805, lot #: 17689358l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Initially, it was reported that the geometry had already been created. The smart touch bidirectional sf catheter was inserted and it was completely outside of the map. Error code 402 was received. The catheter was replaced with no resolution. The catheter was replaced again with a different lot number and the issue resolved. There were no patient consequences. This event was assessed as not reportable. The biosense webster failure analysis lab received one of the catheters for analysis that had been reported in the event. During analysis on october 11, 2017, they discovered that there was a crack on the pebax and reddish brown material inside the pebax. The foreign material inside the pebax with the crack on the pebax has been assessed as a reportable malfunction. The awareness date is october 11, 2017.